Manufacturer narrative:
Concomitant medical products: 5072-52, lead implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and the question was asked "why did the device stop working?" It was also reported that when the home monitor was unplugged the device "started playing a high pitched sound every six hours post mortem." Additional information was requested for the circumstances and cause of death, but this information could not be obtained.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.